Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient (pt) had implantable neurostimulator (ins) replacement due to normal battery depletion. Contact 8 on right lead displayed impedances over 3,000 ohms at replacement on her ins. Fortunately, the high impedance contact is not being used for her therapy. Her new ins displayed the same high impedances. Healthcare provider (hcp) opted not to troubleshoot since impedances were high on the old ins and she is not using the contact for therapy.

Event description:
The manufacturer representative provided additional information indicating that the cause of the high impedance was unknown, and no contributing factors were identified. The information was confirmed/provided by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.